Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the logs for the sureform stapler associated with this event has been performed and the following additional information was provided: the logs were not available, so the procedure review dashboard was used to collect data on the installs. Logs show pn 480445-06, ln k13240208-0586, was installed on the system 3x and fired 2 green reloads. On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On install 2, the system failed to detect the reload color, and the user manually selected the green reload on the surgeon side console (ssc) touchpad. No clamping or firing was attempted. On install 3, the first two clamp attempts were successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the sureform 45 stapler jaws opened and closed by itself after loading the second reload. The customer was completing the procedure as planned with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all. The movements of the surgeon did scale appropriately to the instrument. The instrument moved in the intended direction. The timing of instrument movement was appropriate and there was no collision between the instruments. The issue was intermittent and it was reseated to resolve the issue. The device was inspected prior to use and there was no damage out of the ordinary.

Event description:
Refer to h11 for follow-up information.